Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. Pod download data revealed that it completed first and second priming sequences, and then got deactivated. No issues were found in the needle mechanism components that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was activating a pod the cannula had already been deployed early. The pod was not worn.